Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.9, another poc meter: 3.0. Pt tested from the same finger stick, with about one minutes in between tests.